Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode exhibited a high shock impedance measurement of 125 ohms during an induction test. It had also taken two shocks to covert the patient out of ventricular fibrillation. Additional surgical intervention was performed and the electrode was repositioned and an induction test was performed again successfully with no issues. No additional adverse patient effects were reported.